Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that buttons were hard to press and unresponsive. Customer stated that the buttons were sticky. Customer stated that the insulin pump had scratches that got in way of viewing it. Customer also stated that the insulin pump had crack and hairline fractures and rejected brand new batteries. The insulin pump will not be returned for analysis.